Manufacturer narrative:
Ask for the correction which I made when implant came back and made conc. Device brand name unknown / not provided. Catalog number and lot number unknown/ not provided. Product not evulated.

Event description:
It was reported that while giving torque for the crown placement, screw fractured, end remained inside the implant. While trying to remove the fractured screw implant got damaged and had to remove the implant.

Manufacturer narrative:
Based on the investigation on the returned device which was performed on (B)(6) 2018, it was then verified that there was no evidence of abutment screw fragments located inside the implant the customer had initially reported that the abutment screw fractured inside of the implant and they were unable to received the fractured piece of the abutment screw and as a result led to the removal of the implant. No abutment screw was returned for investigation. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.